Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed the pump battery depleted from 100% to 50% within 24 hours. The customer's blood glucose level was 180mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.